Event description:
The guidewire 0.014in, "acuity whisper view" product from boston scientific company was stuck inside the lead. Because of this event, the lead 4598 has been extracted/removed. No problem. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).